Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. A 5.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During procedure, at first inflation the balloon ruptured at nominal pressure for 30 seconds. Subsequently, the balloon was simply pulled out from the patient's body without problem. However, it was further reported that all of the device components were completely and simply removed. The procedure was completed with a different device. No patient complications reported and patient was stable post procedure.